Event description:
The neurologist had contacted the MFR rep with a general question about the user of higher duty cycles and the affect on the function of the vns device as well as higher duty cycles causing fibrosis at the nerve/electrode site. He then noted that he has "some pts" with lead impedance and that battery replacements have resolved the impedance. The pt's the neurologist is referring to is currently unk; however, attempts to obtain additional info from the physician are currently underway. Since the physician notes that the lead impedance resolved with generator replacements, the suspect medical device will be on the pulse generator until further clarifying info is obtained.